Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.